Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose blood glucose of 600 mg/dl. Customer also had blood glucose is 393, 300 and 500 mg/dl. The customer treated with the bolus and manual injections. Troubleshooting was declined for high blood glucose. It was not stated that auto mode was used. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.